Event description:
It was reported during a low anterior resection a tlc55 was clamped onto tissue and it locked out on the first firing. A new tlc55 was opened to complete the case without incident. There was no consequence to the pt.